Manufacturer narrative:
Date of event (b3) and patient weight (a4) are estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient¿s therapy was affected due to the high impedances. As such, surgical intervention took place wherein the ipg was replaced first. However, the high impedance remained. In turn, the lead was explanted and replaced to address the issue. During the procedure lead fracture was visually noted. Therapy was restored post op.